Manufacturer narrative:
(B)(4). The device was evaluated. There were no issues found in the device history record review related to the reported problem. A review of the service history revealed no failures/problems that were the same as, or similar to, the current difficulty and there was no indication that the parts replaced during servicing caused or contributed to the reported event. There were no keystrokes, no device failure, malfunction, programming, use related or increased intra-peritoneal volume (iipv) events found through the event history log review that would indicate and/or contribute to the reported problem. The internal and external visual inspections were performed on the homechoice (hc) device and no problems were revealed. The device passed the hc return instrument test/evaluation (rite) functional testing and the rite electrical safety analyzer testing. A short simulated therapy was performed and was completed successfully. The sample evaluation did not reveal any failure or malfunction that could have caused or contributed to the reported problem (difficulty breathing and fluid in the lungs), and the device was determined to meet the specifications relative to the reported event. The device was sent to service area for servicing. If additional relevant information is obtained, then a follow-up MDR will be submitted.

Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) who performed therapy with a homechoice device (hc) experienced breathing difficulties and fluid in the lungs. The same day, the pt was admitted to the hospital due to difficulty breathing. The pt was not on the device (home choice) at the time of breathing difficulties. During hospitalization, the pt had 2 liters of fluid aspirated from the lungs. The spouse stated the fluid tested in the lungs was positive for dialysis solutions. The cause of this was unknown. During the hospitalization, the pt had a hemodialysis port inserted (date unknown) and pd therapy was no longer being performed while the pt was in the hospital. Additional information was requested but was not available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up will be submitted.